Manufacturer narrative:
One device has been returned for evaluation. The front-end is free from the handle. The lower jaw of the front-end is bent downward not allowing the upper jaw to close properly. Removal of the setscrew from the handle showed it is deformed. The condition of the device is the result of excessive forces being applied causing the front-end to bend at the tip and ride over the setscrew resulting in the front-end coming free from the handle. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations, no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the instrument fell apart during the shoulder repair. Portion that fell apart was removed from the patient. No patient injury or complications took place. A short delay of less than 30 minutes was reported.